Manufacturer narrative:
Date of event - used (B)(6) 2019 since exact date was not provided.

Event description:
It was reported that the wire fractured. A gw/035/260 magic torque guide wire was selected for use. However, during procedure, it was noted that the wire sheared. The wire was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported. It was further reported that about 85-90% stenosed target lesion was located in the non-tortuous and moderately calcified superficial femoral artery. There was no coating left inside the patient's body. The physician noticed the shearing of the device right after it was normally removed from the patient.

Manufacturer narrative:
Age at time of event: (B)(6). Date of event: used (B)(6) 2019 since exact date was not provided.

Event description:
It was reported that the wire fractured. A gw/035/260 magic torque guide wire was selected for use. However, during procedure, it was noted that the wire sheared. The wire was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.